Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w ver 3.18e. Retainer = clear. The pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No loud motor noise noted during testing. No damage or moisture damage noted on the motor during visual inspection. Successfully downloaded trace/history files using thus. No unexpected pump error 53 or pump error 4 alarms noted during testing however, the downloaded history files confirmed pump error 53 (line number 3508 file number 26) and pump error 4 alarms due to a software error. A test p-cap does lock into place inside the reservoir compartment properly. The pump was received with scratched case, pillowing keypad overlay, case cracked battery tube threads, stained keypad overlay, and faded serial number label.

Event description:
Medtronic received information that pump error 4, pump error 53, failed batt test occurred. There was no adverse impact or consequence reported as a result of this event.